Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant. Internal reference #: (B)(4).

Event description:
It was reported that prior to the procedure, a possible small uterine septum was identified on pre-ablation hysteroscopy. The physician attempted to seat the device two times. Both times the cavity integrity assessment failed. The physician removed the device to perform a hysteroscopy at which point she identified 2 perforations at the fundus. A laparoscopy confirmed the perforations though no other injuries were noted. The patient is doing well according to the doctor.